Event description:
Caller reported that tandem mobi pump battery would not charge. There was no adverse impact to the customer's blood glucose level. No additional information was received regarding the outcome of the event.